Event description:
Fastener no longer facilitates proper cot operations during loading/unloading. A user strained their back as a result leading to them being put on work restrictions and taking physical therapy.

Event description:
Fastener no longer facilitates proper cot operations during loading/unloading. A user strained their back as a result leading to them being put on work restrictions and taking physical therapy.

Manufacturer narrative:
Section h codes updated to reflect the findings of the completed investigation.